Manufacturer narrative:
6/12/2006 sent to FDA. Tracking no: us200606-0657

Event description:
Reportedly, during performance of an exploratory lap/lar, there was an incomplete firing of the stapler noted. Pt. Required to undergo a protective ileostomy.